Manufacturer narrative:
(B)(4). The device involved was not received by the manufacturer for evaluation at the time of this report. Photo submitted with the complaint was reviewed and the failure mode reported was not able to be confirmed from the photo. Trend analysis for date range (B)(6) 2017 to (B)(6) 2018 was conducted and no complaints were received for this same issue. Eight complaints were received with similar issues. Device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update required. Failure mode reported as "fail balloon test", could not be confirmed. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect. If the device becomes available this report will be updated.

Event description:
Customer complaint alleges the device balloon failed to inflate during pre-testing, prior to patient use.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-12514 et tube, cuffed oral, spiral-flex 7.0 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample was received with the balloon cuff partially inflated. The sample was returned with the stylet and the bite block was still on the tube. There was a small indent in the inflation line where the line enters the tube. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A lab inventory syringe was attached to the pilot balloon and the balloon cuff was deflated. Next , the syringe was filled with air and reattached to the valve of the pilot balloon. Upon injection of air, both the pilot balloon and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The cuff was left inflated for approximately 10 minutes with no leaks observed. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. No functional issues were found with the returned sample. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction, is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "fail balloon test" could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No functional issues were found with the returned device.

Event description:
Customer complaint alleges the device balloon failed to inflate during pre-testing, prior to patient use.